Event description:
The customer reported that the end user discovered a plastic piece hanging at the tip of an 8fen tracheostomy tube. The tube was replaced without incident. There was no patient harm reported.